Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl. Customer was declined troubleshoot for high blood glucose. Customer stated that they did not get to the home screen on insulin pump. Customer also saw a bunch of numbers on screen. The insulin pump will not be returned for analysis.